Event description:
It was reported that a small cute was found in the hv cable insulation during a pm on the 9800 system. Shielding exposed. Cable is located under c-arm panel.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The svc rep replaced the hv cable. The system operates as intended.